Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore the reported problem could not be confirmed or reproduced; and the assignable cause was not identified. No repairs were performed by baxter. Should the device be returned for evaluation or additional information be received, a follow-up medwatch will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a colleague infusion pump with battery issues. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.